Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6)2010, inr: 5.3, 5.8. Pt's coumadin dose was decreased. No lab confirmation test performed. Customer also reported multiple nes errors.

Manufacturer narrative:
Investigation pending.